Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A purchaser reported that one day following an intraocular lens (iol) implant procedure, a linear defect on the iol was noted and the patient noticed a visual anomaly. The iol was exchanged for the same lens model and power one day postoperatively. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned in four(4) pieces in a specimen container. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/ torn and is returned. Both haptic tips are broken/torn and not returned. The optic is scratched/ marked rejectable. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).